Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 29 mg/dl and 62 mg/dl. No adverse event. Strips have been all used up. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.